Manufacturer narrative:
H2/d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9732266, serial/lot #: - product ID: 9733619, serial/lot #: - updated coding fields in h6 filled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The splitter was replaced and it resolved the issue with the surgeon monitor, however the staff monitor was still not powering on. Another splitter was tried, and this did not resolve the issue with the staff monitor. The monitor and multi out power supply was replaced and this resolved the issue. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9732266, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was booting to the black screen. The site noted that they were able to get to the verify instruments task, but then the screen went black. Upon rebooting, the system booted to a black screen before it normally boots into the mdt splash screen. The system was noted to be down. A representative was on site to troubleshoot the issue. The representative bypassed the video splitter and restored video to the monitors.